Manufacturer narrative:
This device is used for treatment not diagnosis. One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up and associated motor start event logged on (B)(6) 2016. These events indicate that both power sources were disconnected from the controller. However, the battery ((B)(4)) was not in use during these events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. This report is a duplicate of 3007042319-2016-00502. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient was switching from ac power to full battery power and experienced a double power disconnect. Patient claims that the battery in question was properly connected to the second controller port. No damage was noted to the battery or the controller. Battery issue could not be confirmed from log files. Coordinator pulled battery as a precaution. Battery was replaced and no consequence to the patient. Investigation is ongoing.